Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator generated an abnormal alarm which turned in to a beep and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.

Manufacturer narrative:
Correction: section h6 evaluation code: remove 4307 additional codes added to section h6 evaluation codes result and conclusion. Device evaluation summary: one breath delivery (bd) xena ii pcb (printed circuit board) was returned to medtronic for further analysis. A visual inspection was carried out and no anomalies were observed. The bd xena ii pcb was attached to the failure investigation test ventilator for analysis and powered up the unit. The test ventilator passed the power on self test (post) and also performed all tests, calibrations successfully without any errors were recorded in the diagnostic logs. The ventilator was placed in ventilation mode for 24 hours and no errors/alarms were observed. Also performed and passed the functional test on the pcb. One analog interface(ai) pcb was returned to medtronic for further analysis. A visual inspection was carried out and no anomalies were observed. The ai pcb was attached to the failure investigation test ventilator for analysis and powered up the unit. The ventilator passed post and also performed all tests, calibrations without any errors. The ventilator was placed into ventilation mode for 24 hours and no errors/alarms were observed. Although the field service engineer replaced the components, the returned components were analyzed and there were no malfunctions or product deficiencies identified. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.